Event description:
It was reported that a patient was receiving parenteral nutrition through the device. After 24 hours of use, the nurse was alerted that the patient had developed metabolic disturbances including hypoglycemia. The nurse checked the box in which the filter was enclosed and found the foam abnormally wet. The nurse checked the device and noticed small cracks on the device connection. No patient sequelae were reported.